Event description:
The facility reported an infusion pump that failed to alarm during upstream occlusion. The event was reported to have occurred during biomed testing. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for eval but has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval, or if additional info becomes available.